Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device not returned.

Event description:
It was reported that the patient experienced inflammation and the patient was placed on antibiotics. The implant was removed and it was discovered that the patient also had bone loss. Tooth location 30.